Event description:
It was reported to boston scientific that a cre fixed guidewire balloon was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation a pinhole was noticed on the catheter of the device and water was leaking out. Investigation results revealed a larger break in the catheter of the device contrary to the pinhole that was originally reported. The procedure was completed with another cre fixed guidewire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as fine.

Manufacturer narrative:
Investigation results: a DHR review was performed for lot 13125889 and confirmed that this device met all material, assembly and performance specifications. A visual examination of the returned complaint device revealed the catheter of the device was damage resulting in holes in two places. Inflation of the device was attempted and both holes were confirmed to be leaking. There was no damage noted on the balloon portion of the device. The condition of the returned device was consistent with the reported event that the catheter was leaking, however was not consistent with the reported defect of pinhole as the holes were larger and the catheter had more extensive damage than what was originally reported. The most probable root cause of this complaint was assigned as handling damage.